Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain,'), menorrhagia ('abnormal bleeding menorrhagia') and vaginal haemorrhage ('vaginal bleeding/ abnormal bleeding (vaginal)') in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy, shoulder pain, heartburn, upper respiratory infection, allergic rhinitis and gastritis. Previously administered products included for an unreported indication: mirena. Concomitant products included alprazolam (alrex) since (B)(6) 2017, fluoxetine from october 2018 to november 2018 and sertraline since (B)(6) 2015 for anguish, levothyroxine from july 2015 to october 2015 for hypothyroidism, metronidazole from 19-dec-2018 to 19-jul-2019 for vaginal disorder as well as alprazolam since (B)(6) 2012, ethinylestradiol;levonorgestrel (levora-28) from 13-aug-2010 to 19-oct-2012, ketoconazole since december 2018 and sertraline hydrochloride (zoloft) from december 2018 to january 2019. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish, anxiety"), skin discolouration ("rashes or skin conditions type: skin color change,"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)") and anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: vaginal, uti"), 6 years after insertion of essure. On (B)(6) 2018, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (abnormal bleeding)"), rash macular ("rashes or skin conditions type: spotting,"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post removal complication"). The patient was treated with clarithromycin (macrobid), nsaids, paracetamol (acetaminophen) and surgery (ablation and bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage and bacterial vaginosis had resolved, the menorrhagia, vaginal haemorrhage, depression, anxiety, rash macular, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, alopecia, vaginal infection, urinary tract infection, dysmenorrhoea, anaemia and post procedural complication outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, anaemia, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, post procedural complication, rash macular, skin discolouration, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: occluded first and 04 coils were seen after the procedure .identical procedure was done on the left tube and 03 coils were seen after procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Occlusion of both fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Event bacterial vaginosis and post procedural complication were added. Event outcome updated for pelvic pain , genital bleeding were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain,'), menorrhagia ('abnormal bleeding menorrhagia'), vaginal haemorrhage ('vaginal bleeding/ abnormal bleeding (vaginal)') and genital haemorrhage ('abnormal bleeding (abnormal bleeding)') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy, shoulder pain, heartburn, upper respiratory infection, allergic rhinitis and gastritis. Previously administered products included for an unreported indication: mirena. Concomitant products included alprazolam (alrex) since (B)(6) 2017, fluoxetine from (B)(6) 2018 to (B)(6) 2018 and sertraline since (B)(6) 2015 for anguish, levothyroxine from (B)(6) 2015 to (B)(6) 2015 for hypothyroidism, metronidazole from (B)(6) 2018 to (B)(6) 2019 for vaginal disorder as well as alprazolam since (B)(6) 2012, ethinylestradiol;levonorgestrel (levora-28) from (B)(6) 2010 to (B)(6) 2012, ketoconazole since (B)(6) 2018 and sertraline hydrochloride (zoloft) from (B)(6) 2018 to (B)(6) 2019. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish, anxiety"), skin discolouration ("rashes or skin conditions type: skin color change,"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)") and anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2018, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: vaginal, uti"), 6 years after insertion of essure. On (B)(6) 2018, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and rash macular ("rashes or skin conditions type: spotting,"). The patient was treated with clarithromycin (macrobid), nsaids, paracetamol (acetaminophen) and surgery (ablation and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and abdominal pain was resolving and the menorrhagia, vaginal haemorrhage, genital haemorrhage, depression, anxiety, rash macular, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, alopecia, vaginal infection, urinary tract infection, dysmenorrhoea and anaemia outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash macular, skin discolouration, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: occluded first and 04 coils were seen after the procedure .identical procedure was done on the left tube and 03 coils were seen after procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Occlusion of both fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-dec-2019: plaintiff fact sheet was received. Event added from pfs- abdominal pain, hair loss, vaginal infection, uti, dysmenorrhea (cramping), anemia. Concomitant drug, treatment drug, events onset date, events outcomes, essure removal date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.